Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test was undertaken and the helix was extended and retracted with the expected number of turns of a rotation tool. Additionally, no issues with the tip of the lead were noted that would have caused or contributed to difficulty with extending the helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. This report is being submitted to correct: b5: describe event or problem field.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, undersensing, higher-than-expected impedance measurements and high capture threshold measurements were observed. Additionally, it was reported that approximately 30 turns of the rotation tool were needed to extend the helix of this lead. The decision was made to replace this lead. This attempted lead was not used and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: evaluation method codes.

Event description:
It was reported that this right ventricular lead was attempted to be implanted due to exhibiting undersensing, high within range impedance measurements and high capture thresholds. Additionally, it was noted that, in order to get the setscrew out, it was rotated over thirty times. It was decided to implant another lead instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was attempted to be implanted due to exhibiting undersensing, high within range impedance measurements and high capture thresholds. Additionally, it was noted that, in order to get the setscrew out, it was rotated over thirty times. It was decided to implant another lead instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: conclusion codes.

Event description:
It was reported that this right ventricular lead was attempted to be implanted due to exhibiting undersensing, high within range impedance measurements and high capture thresholds. Additionally, it was noted that, in order to get the setscrew out, it was rotated over thirty times. It was decided to implant another lead instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.